Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported she was unable to find the string to remove a tampon. Tampon was left inside and consumer later reported that the tampon came out. She did not seek medical attention and was doing fine.